Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. No cracks on the lcd screen were noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that son insulin pump had damage. Customer's blood glucose at time of incident was 266 mg/dl. Customer stated that there is two cracks across the screen of the pump. Customer stated that it is hard to see the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that device would be replaced.